Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: one unexplainable pump reboot event was observed in the black box history on (B)(6) 2015 at 19:37. The returned battery cap secured to the pump and maintained an electrical connection. The battery compartment threads were found to be damaged. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that they were unable to tighten the battery cap properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.